Event description:
The technician alleged the brakes would set but not hold. No pt impact.

Manufacturer narrative:
The technician adjusted the brake casters and brake steer casters to resolve the issue.